Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated into the organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The detached strut was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported the detached strut migrated to right ventricle and patient experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years seven months post deployment, a computed tomography of abdomen and pelvis showed that the metallic prongs/struts of the filter extended beyond the walls of the inferior vena cava. Around one month later, through the right internal jugular vein approach, the filter was removed. Right internal jugular vein was accessed and tried to grasp the filter, unfortunately there was a slight tilt to the filter and could not the grasp entire tip of the filter into retrieval sheath and able to free the filter legs from ivc. Again, tried to grasp the filter unsuccessfully. Each time tried to grasp the filter it tilted more significantly. Then tried via femoral vein access under ultrasound guidance and able to grasp the filter and retrieved. The filter was inspected and noted two of the short legs were missing. One was in the right groin subcutaneous space and it was removed with forceps and dissection under fluoroscopic guidance. The second short leg was noticed in the right ventricle and the strut was not removed because of medical complications. Therefore, the investigation is confirmed for perforation of the ivc, retrieval difficulties and filter limb detachment. However, the investigation is inconclusive for filter tilt. Based on the provided medical records, there is no clear evidence to confirm for filter tilt as it reported that the there was a ¿slight tilt¿ to the filter. Per medical records, multiple attempts were made to engage the filter using but were unsuccessful due to slight filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years post filter deployment, the patient was scheduled for filter retrieval. Right internal jugular vein was accessed and tried to grasp the filter, unfortunately there was a slight tilt to the filter and could not the grasp entire tip of the filter into retrieval sheath and able to free the filter legs from ivc. Again, tried to grasp the filter unsuccessfully. Each time tried to grasp the filter it tilted more significantly. Then tried via femoral vein access under ultrasound guidance and able to grasp the filter and retrieved. The filter was inspected and noted two of the short legs were missing. One was in the right groin subcutaneous space and it was removed with forceps and dissection under fluoroscopic guidance. The second short leg was noticed in the right ventricle and the strut was not removed because of medical complications. Therefore, the investigation is confirmed for retrieval difficulties and filter limb detachment. However, the investigation is inconclusive for filter tilt and perforation of the ivc. Based on the provided medical records, there is no clear evidence to confirm for filter tilt as it reported that the there was a ¿slight tilt¿ to the filter. Per medical records, multiple attempts were made to engage the filter using sheath but were unsuccessful due to slight filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated into the organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The detached strut was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported the detached strut migrated to right ventricle and patient experienced chest pain; however, the current status of the patient is unknown.